Manufacturer narrative:
Based on the failure investigation performed on the returned gas delivery system, the customers' alleged malfunction was not confirmed the returned device passed all testing and meets specifications. No fault found.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 25feb2021.

Event description:
The customer reported to philips that after replacement of the blower assembly due to making noise, the device was placed back in use on a patient and the device is now getting low rate alarm. The device was in use at the time of the event. The device was swapped for another v60 ventilator at the time of the alarm with no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The caller advised that there was steady stream coming out of the expiratory, and there were no significant errors in the logs. The rse instructed the caller to check the clamps to make sure they're seated properly and to also perform a performance verification test (pvt) to help diagnose. A philips field service engineer (fse) was also dispatched to the customer site to provide additional assistance and confirmed that the device was sputtering during exhale. The fse replaced the gas delivery system (gds) to resolve the reported issue. The device successfully passed full performance verification testing and was returned to service.